Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the daily check states service unit after everything passes. Further information received indicates a paddle failure. There was no patient involvement.